Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber broke after 9 minutes of use under normal conditions. A second fiber was utilized to complete the procedure without patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned fiber identified that the fiber glass cap was rotating independently of the metal cap due to glue failure. The fiber was tested with hene (helium-neon) laser fixture, there were no signs of breakage along length of fiber; therefore, the fiber break was not confirmed. It is probable that the identified debris adhesion on the surface of the metal cap contributed to elevated temperatures near the laser beam output window leading to the glue failure. The device instructions for use (IFU) instructs to maintain adequate saline cooling flow to reduce heat accumulation at the fiber tip. Based on analysis results, the interaction between the user and device caused or contributed to the reported event and identified glue failure. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber broke after 9 minutes of use under normal conditions. A second fiber was utilized to complete the procedure without patient complications.